Event description:
It was reported that "resident nurse goes up to the ward to check on patient and it was brought to his attention that one of the patient PICC line clamp is 'cracked' ¿ only on one side of the affected clamp. Because of this crack they are not able to clamp the PICC properly. The team has not decided what to do yet ¿ to leave the PICC as it is since patient has the PICC for about 4 months and use it for antibiotic and blood taking. It is dual lumen and the other lumen still functioning properly. They will also check when patient will complete the antibiotic treatment. If just a few weeks more they may just leave it as it is. They will monitor closely and act accordingly. Patient status/ intervention: patient is fine and still using the PICC, the team is observing patient closely."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked clamp is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed one side of the hinge of the pinch clamp of the purple lumen of the catheter was cracked and broken. No details of this break could be seen in the returned photographs. While the cause of the break in the pinch clamp of the catheter could not be determined from the returned photographs, possible causes include exposure to incompatible chemicals, material fatigue, and/or excessive closing force.

Event description:
It was reported that "resident nurse goes up to the ward to check on patient and it was brought to his attention that one of the patient PICC line clamp is 'cracked' ¿ only on one side of the affected clamp. Because of this crack they are not able to clamp the PICC properly. The team has not decided what to do yet ¿ to leave the PICC as it is since patient has the PICC for about 4 months and use it for antibiotic and blood taking. It is dual lumen and the other lumen still functioning properly. They will also check when patient will complete the antibiotic treatment. If just a few weeks more they may just leave it as it is. They will monitor closely and act accordingly. Patient status/ intervention: patient is fine and still using the PICC, the team is observing patient closely."